Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 36 in 15 drop secondary set w/hgr separated during use. The following information was provided by the initial reporter: material no:ms3500-15 batch no: 20043098. It was reported that the secondary set IV tubing disconnected from IV tubing chamber while attempting to prime/ hang IV medication.

Manufacturer narrative:
Investigation: due to no photo or sample received, the customer's complaint of tubing disconnect could not be verified. A device history record review for model ms3500-15 lot number 20043098 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr separated during use. The following information was provided by the initial reporter: material no:ms3500-15 batch no: 20043098. It was reported that the secondary set IV tubing disconnected from IV tubing chamber while attempting to prime/ hang IV medication.